Event description:
The patient reported that their v-go 20 devices were falling off due to the hot, humid weather. The patient stated that this occurred four times, but did not provide specific event dates. It was reported that no devices are available for return to the manufacturer for evaluation.